Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they removed the sensor and realized the filament was unusually shorter than the other sensor. The customer¿s blood glucose level was unknown. The customer also states sensor glucose values was not found. No further details given. The sensor will be returned for analysis.